Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 295 mg/dl and 130 mg/dl. Customer received an error message in between the readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.